Event description:
It was reported that a pta balloon used to post-dilate a stent became caught inside the stent during the second inflation. Reportedly, it was observed under angiography that the pta balloon had a "dog bone" appearance. Upon removal from the pt, frayed fibers were observed. Another pta balloon was used to complete the procedure. No pt injury.

Manufacturer narrative:
The lot number for the device was provided. A review of the device history records was performed. The lot met all release criteria, meaning that no issues were noted during the manufacturing process or quality control inspection. The sample has been returned for evaluation and the investigation is currently underway.